Event description:
Four people in my family wear contacts. We've never had a problem with any opti-free saline solution until we used the opti-free replenish. Everyone's eyes were irritated, red and itching. Some of us had to wear glasses. We thought it was the pollen, but it was the new solution I had brought. When I bought the opti-free express brand, all problems went away. Kind of strange that four people in the same household all reacted to this solution. Frequency: 2x. Route: opthalmic. Dates of use: 2009. Diagnosis or reason for use: daily cleaning of soaking of contacts. Event abated after use stopped: yes.